Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the pulley nut on the bottom of the reagent carousel had come loose, causing the entire alignment to the main pipettor to be off. This in turn caused the pipettor to puncture the reagent packs incorrectly. The fse noted that the pipettor was scraping/hitting the sides of the reagent packs and not aspirating the proper amount of reagent for testing. The fse then tightened the pulley nut, adjusted the necessary alignments, and changed the main pipettor due to the potential damage that it may have incurred by hitting the reagent packs incorrectly. The fse then verified the repairs as per established procedures and results met published specifications. All medwatch reports associated with this event: 2122870-2014-00059 2122870-2014-00060

Event description:
The customer reported obtaining "no value ind (indeterminate)" flagged creatinine kinase-mb (ckmb), myoglobin, and troponin I (accutni) results for five (5) patients, over two separate days, from the access 2 immunoassay analyzer. Subsequent testing of some of the patients' samples produced additional "ind" and "sys (system)" flagged results due to pipettor motion errors. The customer did not report the "ind" and "sys" flagged results out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided instrument printouts for only two (2) patient samples which were analyzed on (B)(6)2014; however, the customer continued to observe the issue on (B)(6) 2014 with patient results, quality control (qc), and calibrations. This report references the event which occurred on (B)(6) 2014; please refer to medwatch report number 2122870-2014-00060 for the report of the event which occurred on (B)(6)2014. Qc results on the day of the event failed due to "no value ind" flagged results, and low results which were outside of the assay's established qc ranges. Additionally, the customer attempted to calibrate the tsh (thyroid stimulating hormone) assay which failed multiple times due to "bad fit" errors. Review of the calibration curves indicated that the relative light unit (rlu) recovery was at the substrate blank level of approximately 6700 rlus. The customer then performed a routine system check which passed instrument specifications. The customer visually inspected the in-use reagent packs and noted that there appeared to be scrape marks across the top labels with some of the reagent packs having paper or plastic floating in the wells.